Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to a drift of the thermostat setting. It should be noted that, according to datex-ohmeda records, this unit has not been serviced within the recommended 3-years service interval as stated in the tec 5 operation and maintenance manual.